Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20015817 was performed. The search showed that a total of 18,243 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv air in line alarm went off. The following information was provided by the initial reporter: material no: 2420-0500. Batch(lot) no: 20015817. It was reported air in line alarming on pumps. "Possible IV tubing malfunction vs pump malfunction". Possible IV tubing malfunction vs pump mlfunction clinical staff report "we have been fighting with the non-filter standard tubing ready air-in-line on pumps we have trouble shot every possible complication and still have been having issues with this specific tubing also at times the blue low -sorbing tubing has been causing problems as well.".